Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a smoke smell was emanating from the system and that the live screen had an over-frequency message flashing on the screen during a procedure. No pt injury was reported.